Event description:
It was reported that a patient underwent in an unknown procedure on an unknown date and suture was used. During the procedure, the problem of pulling off suture needle had happened. Changed another one to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling or during use on the patient)? Please specify.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/14/2022. Component code: g07002 no device return. Additional information was requested, but unavailable: - when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling or during use on the patient)? Please specify all answers above are unobtainable. Once there is any update, we will update the information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.